Manufacturer narrative:
(B)(4). The suspect clamp face is slightly bent to one side. The adjustment screw threads are stripped in the middle of the travel.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, purchasing, reported an open spine clamp that was damaged and found while in their sterile processing department. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome.